Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation and investigation. DHR for the past 1 years from the date of this event was confirmed, since the lot number of the device was unknown. There were no abnormalities found in the inspection items relate to this phenomenon. Appearance. It was also checked the following items. Is the material of the stent body and adhesive changed? Confirmed with drawings, acceptance inspection records, and 5m fluctuation records for the past 3 years, there was no change. Is there any change in the manufacturing process related to flaps, etc.? There was no change when I checked the drawings for the past 3 years and the 5m fluctuation record. Are similar cases occurring at other facilities? The actual product of the component has been discarded, and the lot is unknown. However, the actual lots are estimated to be 0xk, 0yk, and 0zk from the shipping record and the information on the detention period. There is no similar problem from other facilities at 0xk, 0yk, 0zk previous similar cases have shown that the side flaps possibly deteriorated due to digestive fluid or internal environment of the patient. The side flaps might have deteriorated due to the chemical effects of digestive fluid and the mechanical effects of peristalsis, causing the side flap damage. However, the subject device was not delivered for investigation. Therefore, the exact cause of the reported event could not be identified. The above device handling has warned in the instruction manual.

Event description:
Olympus medical systems corp. (Omsc) was informed by the physician that during an endoscopic retrograde colangiopancreatography using the subject device, the stent could be put inside the patient. However, during follow up, the stent fell and strayed into the patient within half a year. It took about 2 hours to retrieve the strayed stent. There was no patient injury reported.